Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, after the implant procedure, it was found that this right atrial (ra) leads terminal pin was inserted into the right ventricular (rv) port and the rv lead terminal pin was inserted into the ra port. The following day, a revision procedure was performed and the leads were inserted into the correct port. No adverse patient effects were reported.